Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level ranged from 117-118 mg/dl.the customer reverted to an alternate method of insulin therapy. In addition, it was reported that the battery depletes faster than expected. The customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.